Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformance's are found, a supplemental medwatch will be submitted. Clarification to model.: serial number: (B)(4), lot number: 62608. The reported events of endophthalmitis, ocular pain and vision loss are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported extreme pain with light perception and endophthalmitis in the left eye against the xen®45 gts. The patient went to the or for a vitrectomy/ vit tap/ antibiotic injection. Patient has been referred to see oculoplastics for possible enucleation and requiring a lot of narcotics for pain. The device was not explanted.